Manufacturer narrative:
Additional information: section d10. Device available for evaluation? Yes. Returned to manufacturer on: 1/25/2021. Section h3. Device returned to manufacturer? Yes. Device evaluation: the complaint lens was received wrapped in gauze. Additional documentation was received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, and that the lens was received cut in pieces (not all pieces received), which is consistent with a lens that was handled during explant. Furthermore, fibers were observed, however this can be attributed to receiving the lens wrapped in gauze and cannot be confirmed to be related to manufacturing. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2020. (B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to incorrect power lens implanted. It was replaced with the same model iol but higher diopter power (21.0). There was no incision enlargement, no vitrectomy and no sutures done. Patient well post-op. No other information was provided.